Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiration date: 12/2025). The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Device not returned.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly had a foreign particle inside the primary package. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one sealed bard magnum biopsy needle was received for evaluation. During visual evaluation, it was noted that there was foreign material like round specs within the packaging. There were no visual anomalies noted on the device. Also, three electronic photos were provided and it were reviewed. The first and second provided photos shows a sealed magnum biopsy needle package, in which a foreign material was observed inside the product packaging and it is highlighted. The third photo shows, the product labelling information of bard magnum biopsy needle, which the product information matches with the tw details. Based on the photo review, the reported failure can be confirmed. Based on both the photo review & the returned sample analysis, the investigation is confirmed for the reported device contamination with chemical or other material issue as the foreign material like round specs was noted within the packaging. A definitive root cause for the alleged device contamination with chemical or other material issue was determined to be a manufacturing issue. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 12/2025), g3. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly had a foreign particle inside the primary package. There was no patient contact.